Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient underwent revision surgery due to a failed right total hip arthroplasty with black corrosive product noted on the neck-stem taper.